Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred in the middle of vascular procedure. The procedure was completed with a delay of approximately 5 mins. The distributor engineer (fse) examined the system remotely and confirmed that flexvision monitor intermittently losing signal. Upon troubleshooting, the distributor field service engineer (fse) checked the system onsite and found that there is some issue with the software. The fse reloaded software and advised to replace flexvision if issue persists. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure in the same room by moving the system manually. The procedure was finalized with minimum delay of 5 minutes on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's flexvision monitor was intermittently losing the signal, impacting imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.